Manufacturer narrative:
Per the instructions for use (IFU) and patient manual: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as bleeding. IFU outlines guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported event however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Bleeding is a known potential complication associated with all patients implanted with vads. This complaint was reported on 3007042319-2015-02420 by mistake and it was subsequently split to correctly identify the two events which occurred at different times. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted on (B)(6) 2015 with recurrent subdural hematoma. Patient was taken for a craniotomy for open sub-dural hematoma. Patient subsequently was discharged home and was stated as doing well. No additional information provided.

Manufacturer narrative:
Additional information received indicates the patient has a history of recurrent a-fib. The patient also had additionally reported left sided headache starting shortly after discharge from a previous admission. He was followed by coumadin at the clinic and had been taking coumadin 7.5 mg daily and 3.75 mg mon/ fri. Inr was 5.6 on (B)(6) and subsequently drifted down; however, today if 3.7. Bp regimen increased last admission: lisinopril 5 mg added and clonidine increased 0.1-> 0.2. It is noted that post CT scan, the patient received a left parietal craniotomy, evacuation of subdural hematoma (date unknown). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.